Manufacturer narrative:
Concomitant medical products: product ID 3889-41, lot# va194qm, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that the patient¿s leads had moved by themselves and the patient was getting shocked. They stated that they did not remember when it happened, but it was maybe (B)(6) 2017. They had surgery last (B)(6) to adjust the placement of their implant; the stimulator was moved to a different spot and just the lead was replaced. It was also noted that they were ¿out of it¿ after the surgery. No further patient complications are anticipated or expected as a result of this event.